Event description:
Patient called patient services on (B)(6) 2011 and stated that he was in the hospital because of a problem with his lead on the left side of the heart. It was causing his left side to jump around. Patient states that they adjusted the lead and then it started again. Patient had it adjusted two more times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).